Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2010. On the (B)(6) 2010, the device was manually power cycled seven times. On three of these occasions the device failed self-test due to a low battery. The device successfully passed all weekly auto self-tests between the (B)(6) 2010 and the (B)(6) 2013. On the (B)(6) 2013, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2013, when information from the history shows an increase in voltage and the device was power cycled passing a self-test. The device successfully passed all weekly auto self-tests up to the (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2015, when information from the history shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully passed all weekly auto self-tests up to the (B)(6) 2016. Multiple manual power ons mainly of ten minutes duration were observed in the device memory, between the (B)(6) 2016 and the (B)(6) 2017. During this time, an installed pad-pak became depleted. There were no further log entries. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.